Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter could not produce a continuous flow during flushing. During preparation for an ablation procedure an intellamap orion catheter was selected for use. While checking flushing outside the patient, a continuous flow was not observed. A pressure bag was used at approximately 1~2cc per minute. No error messages were displayed. The catheter was replaced, and the procedure was completed without patient complications. The device will not be returned for analysis as it has been deemed contaminated due to patient use.